Event description:
Nsk america received a report from the doctor's office of two handpieces that had overheated abnormally during procedures resulting in thermal burn injuries to three patient's lips. The doctor reported that he was not aware of the burn injuries at the time they occurred due to the gloves he wears and where he holds the handpiece during use. Each of the three injuries were reported to the office by the patients after they had left the office. All three patients were reported to have healed without need for further medical attention. The doctor could not specify which of the two possible handpieces was involved in each incident or the date that each incident had occurred. Nsk america has made several attempts to obtain the dates of each injury and patient information, but the doctor has been unresponsive to our requests. Two separate reports will be submitted (one for each possible handpiece) for each of the three patients' injuries since the exact handpiece involved has not been identified. A follow-up report will be made if further information becomes available about these three adverse events. This is report 1 of 3 for the subject handpiece.